Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation starting yesterday. The patient turned stimulation off last night (as normal) and when he turned stimulation on yesterday morning he had no stimulation sensation. It was noted there were no falls or traumas. It was reported the patient tried increasing and decreasing voltage and turning adaptive stimulation on and off, but he had no sensation of stimulation in his body.